Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomed evaluated the customer¿s device and was unable to duplicate the reported issue. Physio evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.